Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
On (B)(6) 2012 the reporter contacted animas alleging that the patient had experienced some low blood glucose (bg) with no explanation as to what may have caused or contributed to the bg excursions. The reporter stated that the patient had some bgs of 70 mg/dl and under with symptoms of lightheadedness and fatigue. The reporter denied changes in activity, diet, or medication. Troubleshooting indicated no pump malfunction that would have caused or contributed to the low bg. There is no further information available at this time. This complaint is being reported because the patient allegedly experienced hypoglycemia while using insulin pump therapy and the reported bg excursions could not be explained.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. There were no alarms noted or pump conditions indicating a malfunction that were recorded in the pump's history. Unrelated the complaint, the black box verified that the time and date were manually set by the user on (B)(6) 2011 to (B)(6) 2012. The pump's history revealed no power reset issues with the pump. The internal battery was found to be leaking and would not hold charge. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.